Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change out due to normal eri, externalized conductors were observed. Decreased r-wave amplitude was also noted. The lead was capped and replaced. The patients current condition is stable.